Event description:
Through a legal notice we were advised that on or about (B)(6) 2005, patient underwent a right hip replacement procedure wherein he was fitted with the hip replacement system in his right hip. It is alleged that the patient began to experience frequent and significant pain in his right hip and began having difficulties walking, further injury (unidentified) to his right hip which required additional unidentified surgical intervention.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010. And the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.